Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that after the implant procedure, it was found that right ventricular (rv) and atrial lead connector pins were reversed in the device header. P waves were observed on the rv lead when running the ventricular sensing test and no r waves were observed. P waves were observed on the atrial lead. The pocket was reopened and the leads were switched and remain in use. No patient complications have been reported as a result of this event.